Event description:
It was reported that the other day all of the sudden stimulation was too high for the patient and it lasted a few hours before it stopped hurting. The patient couldn¿t use the patient programmer to turn stimulation down. It was noted that the implant site seemed like it bulges every so often and then it went flat again and it had been like that since implant.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v979271, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was experiencing a shocking or jolting sensation. The patient noted the device "is giving me major problems". The patient was "having problems on the site and it hurts, and the doctor checked it and said it felt ok but he offered to have an xray done and I said no that's ok". This pain had been present for about a week now. The patient stated: "he felt the site and sometimes I can feel it bulging out and sometimes it's flat but he said that the site felt ok". The patient noted: "I only have it on program 1 at 1.5v". The patient wanted to know if she should have gotten an x-ray done. The patient also noted a loss of therapeutic effect. The patient noted: "I feel the zap all the time in my back side, also for about a week now". The patient noted: "I don't always feel it, it's just every so often". The patient had not had any falls or trauma and noted she only does mild exercise and nothing excessive "it's called safe exercise for seniors". The patient asked: "if I put the program too low then I don't feel it and it doesn't work, how do the numbers work, is one program higher than the other"? It was later reported that the patient was feeling uncomfortable stim in the rectal area and could not decrease stim any further. The patient wanted her programming looked at. The doctor's office told the patient to contact the representative. The patient was frustrated with therapy device and noted she wished she would never have gotten it implanted. The patient stated she would rip it out of herself if she could. The patient noted: "I am in agony, dying and nobody calls me back." Additional information from the manufacturer's representative on (B)(6) 2014 noted that they spoke with the doctor's office and they asked the representative to call the patient and try and change programs over the phone. The representative spoke with the patient on 11/4 and changed to program 3. The patient was instructed to follow up with the doctors office.